Event description:
It was reported that approximately 22 months post stenting procedure, the subject experienced recurrent ischemic symptoms of radiating neck pain and bilateral arm pain lasting 10 minutes or more, new st elevation/depression/or bbb, and had myocardial infarct. It was noted that the subject was not taking aspirin (asa) and plavix at the time of the event. A repeat angiography and cardiac enzymes were performed. Direct stenting completed with two stents placed in the right coronary artery (rca) and in the mid circumflex (cx) artery; the rca was target vessel, target lesion without thrombus, and the cx lesion was at the origin of the obtuse marginal side branch. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. There was no reported product deficiency. The reported patient effects of myocardial infarction, ischemia, and pain are listed in the promus everolimus eluting coronary stent system instructions for use (IFU) as known adverse patient events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.